Event description:
Allegedly pt. Revised due to mom complications. Revised (B)(6) 2013.

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the invenstigation is complete.